Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged product issue began in the morning of (B)(6) 2011. The patient stated that she manages her diabetes with a combination of diabetes medications, metformin and 70/30 (unknown doses) and denied making any changes to her normal diabetes management routine in response to the reported issue. At an unspecified date and time after (B)(6) 2011, the patient claimed to have developed symptoms of "thirst" but denied receiving treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the correct type of test strips was being used and there was no evidence of misuse. The cca also noted that the batteries needed replacement. Replacement products were sent to the patient. This complaint is being reported because although the patient denied receiving medical treatment after the alleged issue occurred the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.